Event description:
An impella cp device was inserted via the right axillary artery in a 58-year-old female patient presenting with high-risk percutaneous coronary intervention (hrpci). The patient had a history of known coronary artery disease and renal insufficiency. The patient¿s clinical state prior to initiation of support was identified as scai shock stage c. A small, soft hematoma was noted at the insertion site. One unit of packed red blood cells was given for hemoglobin of 7.7 at the beginning of the case, with a recheck of 7.2. Hemoglobin was back up to 7.7 at the conclusion of the case. Post-removal, hemostasis was achieved and the hematoma remained soft. It was noted that contributing factors were vessel tortuosity and calcification. Post-removal angiography showed no perforation and the patient survived to explant. Hematoma may have resulted from access-site complications and the anticoagulation/purge requirements associated with impella support.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The root cause of the access site adverse event was not determined due to insufficient clinical details.

Event description:
Clinical narrative: additional information provided on 10jun2026 this patient had many vascular issues - this was a percutaneous axillary placement. The hematoma appeared during the case while the patient was on support and the peel away was in. It was a ppci so only the peel away was placed, utilized, and then removed. Hematoma was soft and not actively bleeding/growing at explant. Closure was very successful as was the procedure itself. The pump was providing support the whole time and was not removed for failure mode. The patient was eventually successfully weaned and survived. Previous clinical narrative: an impella cp device was inserted via the right axillary artery in a 58-year-old female patient presenting with high-risk percutaneous coronary intervention (hrpci). The patient had a history of known coronary artery disease and renal insufficiency. The patient¿s clinical state prior to initiation of support was identified as scai shock stage c. A small, soft hematoma was noted at the insertion site. One unit of packed red blood cells was given for hemoglobin of 7.7 at the beginning of the case, with a recheck of 7.2. Hemoglobin was back up to 7.7 at the conclusion of the case. Post-removal, hemostasis was achieved and the hematoma remained soft. It was noted that contributing factors were vessel tortuosity and calcification. Post-removal angiography showed no perforation and the patient survived to explant. Hematoma may have resulted from access-site complications and the anticoagulation/purge requirements associated with impella support.

Manufacturer narrative:
Updated information: b5 clinical narrative updated. D3 MFR fax number added. G1 MFR site name, danvers, removed.